Event description:
The customer reported that during a colectomy, the device jaws could not be re-opened and the knife would not retract while on tissue. The device was removed by resecting the tissue directly adjacent to the jaws in order to remove it. The surgeon opened another device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.